Manufacturer narrative:
Physio-control reviewed the device electronic data and verified the reported issue.

Event description:
The customer contacted physio-control to report that their device beeped and the battery indicator flashed repeatedly, then it spontaneously shut off on three occasions during a case. They said they were able to use it for one blood pressure, then it shut off, then they turned it on again and were able to use it for a second set of vitals. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's battery pcb assembly as a precaution and after unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device beeped and the battery indicator flashed repeatedly, then it spontaneously shut off on three occasions during a case. They said they were able to use it for one blood pressure, then it shut off, then they turned it on again and were able to use it for a second set of vitals. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.